Event description:
It was reported that during a laparoscopic assisted hysterectomy procedure, gen11 gave error code relax pressure - reactivate - after that the jaws didn't open properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade damaged. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged I-blade. However; no yellow alert screen displayed during analysis. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.